Manufacturer narrative:
The reported incident that unknown_(B)(4)_product was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided and no further information could be obtained. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Variax 3,5mm screw did not lock at a fibula plate. Replacement was not necessary.